Manufacturer narrative:
Reported event: an event regarding disassociation, altr and fretting involving a accolade stem which was mated with a lfit v40 cocr head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. The event was not confirmed and the root cause could not be identified. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Not available.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly the patient was implanted with an lfit v40 femoral head on (B)(6) 2008 and subsequently developed severe pain in the right hip and the inability to walk or bear weight on the right leg, a large pseudotumor, disassociation between the femoral head and neck and metallosis. It is further alleged the patient underwent revision surgery on (B)(6) 2020.